Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral herniorrhaphy with mesh. Surgical revision has been recommended but not scheduled at this time. The patient experienced recurrence, and chronic pain.